Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained.

Event description:
The customer contact reported air in the tubing set. The tubing set was being used to deliver an unspecified concentration of glucose. After an unspecified length of time in use, it was reported that the nurse noted air at the y-site of the tubing set. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.